Event description:
On 23-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode. No further event details or glucose values were provided. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.